Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device code 1393 improper method - pt selection. The perclose proglide instructions for use state under "special pt populations, the safety and effectiveness have not been established, in pt populations: pts with femoral artery calcium which is fluoroscopically visible at the access site." Device #1 proglide, part# 12673-03, lot# 82021-6h, is being filed under medwatch MFR report number: 2953144-2009-01899.

Event description:
Device #2 malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, during device insertion, a continuous drip of blood was not observed from the dedicated marker lumen. The device was removed and a second proglide was used but a continuous drip of blood was not observed from the dedicated marker lumen also. It was believed that the marker lumens were blocked from clotted blood. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.